Manufacturer narrative:
Examination of the returned instrument confirms the reported observation. The screw has fractured from the instrument. A complaints database search finds no other reports against the product code or the product/lot code combination. The root cause is a combination of user error and wear over time. Based on the investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screw on the instrument sheared off intraoperatively, all pieces were removed from the patient but surgery was extended by 30 -45 minutes.